Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, nodule, was deemed to meet serious injury criteria of resulting in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from an employee of a us medical office and concerns a female patient. The patient was injected with radiesse in 2009, reported as 10 years ago, by a healthcare provider at a different office. After injection with radiesse, the patient developed a nodule, described as resembling a log, in the nasolabial fold. The patient has been searching for a solution for years. Outcome reported as not resolved.